Event description:
Chemo infusion disconnected between primary tubing and the port needle. Chemo precautions used to clean up chemo spill (approximately 4-5 drops). Patient washed up with soap/water. No evidence of chemo on skin, gown or socks.